Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks and gouges on both the superior and inferior sides of the device as well as on the edges. Additionally, the dovetail feature is compressed, and post feature is fractured on the medial side. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was initially reported on this form that the manufacturer first received the reporting on (B)(6) 2018; which was the day the device was first provided to the site. It was later identified during assessment that a zimmer biomet employee first became aware of the reporting on (B)(6) 2018. The medwatch was submitted on june 8, 2018 but was due (B)(6) 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the persona provisional was found worn and fractured during surgery. There was no delay or patient harm as the surgeon requested the rep simply open the actual implant. No further information is available at this time.